Event description:
It was reported that during an lavh a solid tone occurred. The device was re-torqued and tried again. The solid tone remained. At some point, the blade broke off and fell outside of the pt. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.